Event description:
It was reported that this right atrial (ra) lead exhibited high pacing thresholds. Additional information indicated that patient's x-ray showed significant migration of the patient's pulse generator device which caused pull and dislodgement of the lead. The patient will be scheduled for revision. No additional adverse patient effects were reported. Additional information indicated that this ra lead was explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right atrial (ra) lead exhibited high pacing thresholds. Additional information indicated that patient's x-ray showed significant migration of the patient's pulse generator device which caused pull and dislodgement of the lead. The patient will be scheduled for revision. No additional adverse patient effects were reported.